Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that before the start of the unspecified procedure, a leakage test was performed. The transducer failed the leakage current test. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Original submission narrative: the transducer referenced in this report was returned to siemens for evaluation. During visual inspection, it was observed that there was a weak scratch on the articulation sleeve and a dent on the tip was also noted. A pin hole was noted on the articulation sleeve area was confirmed through hipot test. The most likely contributor of the reported leak may be due to liquid infiltration through the pin hole. Liquid infiltration can cause the electrical malfunction which can lead to the system error. Follow-up #2 narrative: this supplemental report is being submitted to update the device available for evaluation, update the follow-up type, update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. During the investigation, the leakage test failed with articulation sleeve hole by material quality. An articulation sleeve material inspection & rework process has been implemented since november 2015. This defective transducer was prior to the pre-corrective actions. Articulation sleeve material inspection & re-work process has been implemented since nov. 2015 and this defective transducer is pre-corrective action's one. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. Original files are attached. This emdr contains both the initial and fu#2 (fu#1 could not be located).

Event description:
Previously submitted. Refer to h11.

Manufacturer narrative:
This report is resubmitted on request by the FDA to correct field g6 to follow-up #1 report.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. During the investigation, the leakage test failed with articulation sleeve hole by material quality. An articulation sleeve material inspection & rework process has been implemented since november 2015. This defective transducer was prior to the pre-corrective actions. Articulation sleeve material inspection & re-work process has been implemented since nov. 2015 and this defective transducer is pre-corrective action's one.